Manufacturer narrative:
(B)(4). A visual, functional, and dimensional inspection could not be conducted since the device sample was not returned for evaluation. The complaint sample was not returned to teleflex for investigation. The root cause cannot be determined. The complaint cannot be confirmed. No corrective/preventative actions will be assigned.

Event description:
The customer alleges that the light source failed.